Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient from (B)(6) who was being treated with baclofen (concentration 2000 mcg/ml) intrathecal therapy via an implanted pump. The type, dose, and lot number was unknown. The patient's medical history and concomitant medications were unknown. During normal use, the pump started to alarm yesterday and the patient had withdrawal symptoms consisting of increasing spasms. There were no environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2016, the catheter access port was checked with results indicating no problem with the catheter. A rotor test was also completed with the x-ray showing the pump stopped/motor stall. The pump was explanted on (B)(6) 2016 and the catheters remained in service. The pump would be returned to the manufacturer. The issue was resolved at the time of this report. Patient status at the time of this report was alive - no injury. Follow-up is being conducted to obtain all in formation relevant to the event. A supplemental report will be provided as additional information becomes available

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4).

Event description:
Additional information was received from a company representative. The dose of baclofen was unknown. The pump was replaced with another synchromed ii pump. The indication for use of the pump was severe spasticity. The patient was doing well now; the therapy was effective with his new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.